Manufacturer narrative:
Product analysis: upon receipt at medtronic's quality laboratory, a white multifilament suture remained attached to the sewing ring. All leaflets were slightly stiff but flexible except where host tissue extended on the inflow and outflow. A large perforation in the belly of the left cusp appeared to be due to contact with a long suture tail. A large tear along the margin of attachment of the non-coronary cusp through the right non-coronary commissure appeared to have occurred during explant. The non-coronary left and left right commissures were intact. A remnant of pannus remained attached to the tissue and base stitching adjacent to the non-coronary cusp, extending 1 to 4 mm onto the inflow showing possible evidence of a reduced inflow orifice area. Pannus appeared to have extended 1 to 4 mm onto the inflow of the right cusp showing evidence of a reduced inflow orifice area. Pannus appeared to cover the back of the non-coronary left stent post, extending over to the outflow rail, partially covering the commissural area. Pannus on the outflow rail adjacent to the left cusp appeared to cover a long suture tail. Remnants of pannus remained attached to the outflow rail adjacent to the left right stent post, slightly onto the left right commissural area. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition. Additionally, the tear in the leaflet was caused by a long suture tail and/or bias wear, which is related to implant technique. (B)(6). (B)(4).

Event description:
Medtronic received information that this bioprosthetic valve was explanted, after ten months implant duration, due to aortic insufficiency, paravalvular leak and cuspal tears. The valve was replaced with a medtronic (ats) mechanical valve. At explant, the valve was cut to examine by the physician. It was reported that there was a pin sized hole in the leaflet and there was possible dehiscence between the cuff and annulus. It was reported that after the patient was removed from pump and chest was closed, the patient crumped, meaning their pressures dropped dramatically (suspected air in the coronaries or an embolism). The patient's chest was reopened and the patient was placed back on pump. Grafts were placed in the coronary arteries to reestablish blood flow to the heart. It was reported that the patient expired during this second procedure. No autopsy was performed and there were no allegations against the valves.